Manufacturer narrative:
Sections with additional information as of 05-april-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. Most likely underline root cause: h10: meter was returned for evaluation. Reported defect not reproduced. No defect found. Test strips were not returned for evaluation. Most likely underline root cause mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 16-feb-2021 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 197, 233 and 126 mg/dl. The customer¿s expected am fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 257 mg/dl using the meter. The product is stored according to specification (bedroom). The test strip test strips were opened one month ago. The meter memory was reviewed for previous test result history (customer was only able to provide three results): (B)(6).

Manufacturer narrative:
Corrected sections as of 05-april-2021, h2 type of reportable even: changed from additional information to device evaluation. H10 to include: d8: was this device serviced by a third party? D9: device available for evaluation date device returned to manufacturer. H3: device returned to manufacturer for evaluation, was the device evaluated by the manufacturer?